Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/21/2015 with the following findings: the display screen visual was observed to be discolored due to an unidentified display failure. The following findings are unrelated to the reported issue: visual inspection revealed that the keypad cover was peeling in the area of the ok button. Evaluation revealed that all of the keypad buttons were properly responsive. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a discolored display screen visual. This report is made based on results of investigation completed on (B)(4) 2015.